Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise that resulted in greater than two seconds of pacing inhibition. The noise was felt to be related to an outside source of electromagnetic interference (emi). No subsequent episodes of noise were observed. Monitoring will be continued. No adverse patient effects were reported. This product remains in service.